Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block b2: block b5 was updated with additional information received on june 10, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a walled-off necrosis with 60% necrotic material during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to expand. They waited for a long time to open the first flange and subsequently deployed the second flange. The procedure was completed with this device. There were no patient complications reported as a result of this event. Additional information received on june 10, 2024: the stent's first flange expansion was not as expected. However, as it was still able to drain, the device was implanted.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a walled-off necrosis with 60% necrotic material during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to expand. They waited for a long time to open the first flange and subsequently deployed the second flange. The procedure was completed with this device. There were no patient complications reported as a result of this event.